Event description:
It was reported by remote transmission there was noise on both the atrial and ventricular leads when the stored diagnostics were analyzed. It was further determine the atrial lead also showed over sensing. The leads remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 4523 implantable pacing lead (B)(6) 2003. (B)(4).